Event description:
It was reported that during perfusion, message code 360 (low hepatic artery flow) was noted roughly two hours into perfusion. Both inferior vena cava and arterial pressure were within normal limits during this time. The recirculation pump was noted to be running around every one to two minutes. Inferior vena cava collapses were noted at roughly five minute intervals and the physician opted to tent the suprahepatic inferior vena cava resulting in minimal changes. Epoprostenol boluses were administered which did improve arterial flows for around five minutes. Additional troubleshooting, was suggested with no noted changes. The suprahepatic inferior vena cava tent was removed and arterial flows were checked with an external probe by the physician which noted that flows were very low. After perfusion, the liver was discarded.

Manufacturer narrative:
Review of prior perfusions over several months found no discernable flow offsets. Clinical feedback provided by the site indicates that they do not suspect a device issue. Based on the available evidence and comprehensive clinical troubleshooting, no device-related cause was identified. The most likely cause of the reported low flow condition is attributed to increased vascular resistance within the liver, rather than a device performance issue.